Event description:
It was reported that the user received repeated urgent low glucose alerts while using a dexcom g7 continuous glucose monitor (cgm) paired with the ilet, consumed oral glucose without perceived effect, and then confirmed a fingerstick value of 101 mg/dl, which led to removal and discontinuation of the g7; the user believed the ilet was delivering too much insulin and requested a factory reset, while reports showed wide glucose variability, frequent spikes, high insulin delivery, and limited meal announcements. Investigation of this case revealed user misunderstanding of cgm alerts versus fingerstick values and inconsistent carbohydrate announcements as likely contributors to variability. Further investigation included troubleshooting and user education on hypoglycemia management, meal announcements, and ilet use, with review of available glucose and dosing patterns. No clinical symptoms reported during the perceived hypoglycemia based on cgm alerts. Outcomes included use of oral glucose and continued device use without medical intervention or hospitalization. It was concluded that the event involved perceived hypoglycemia with cause unclear and that device malfunction was not confirmed; continued education and follow-up were advised. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.